Manufacturer narrative:
The incident device anticipated to return follow up will be provided within 30 days or upon completion of investigation.

Event description:
Lap cholecystectomy - "dr. (B)(6) was performing a lap chole and was removing the gallbladder with our specimen bag when it broke. No patient injury occurred. The hospital didin't provide any other specifics surrounding this event." "Patient is fine, no injury occurred."